Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3550-29, lot# n142068, implanted: (B)(6) 2008, product type: accessory product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID:: neu_recharger_acc, serial# unknown, product type: recharger.. (B)(4).

Event description:
It was reported that the patient¿s stimulation was turning off. There was no pattern to the loss of stimulation. The patient liked the stimulation and left it on all the time. The patient would use her programmer to turn it back on. Therapy worked well, coverage was good, and impedances were fine. The recharge pattern and success was also fine. The area around the pocket was tender. The patient stated that this area had always hurt a little bit, but lately it hurt more. The pain increased in the last year. It was recommended that an exhaustive impedance test be done with pressure on the stimulator as tolerated. It was also suggested the diary results be checked and that the patient track her activities/codes when stimulation perception was lost. There were no accidents or falls. Additional information was requested, if received a follow up report will be sent.